Event description:
Information was received indicating that a smiths medical cadd extension set was leaking. It was reported that the extension set was not in use with a patient when the fault occurred. No adverse patient effects were reported.